Manufacturer narrative:
The reported event of separation failure was confirmed. As received, a complete lead with a stylet was returned in one piece. The helix was retracted and clogged with blood/tissue. Visual inspection found the stylet stuck inside the lead. X-ray inspection found the inner coil over-torqued and bunched up at the connector region, consistent with procedural damage. Unable to perform the stylet removal test due to the over-torqued and bunched up inner coil inside the connector region. The cause of the reported event was isolated to an over- torqued and bunched up inner coil within the connector region, consistent with procedural damage.

Event description:
It was reported that during the implantation of the right ventricular (rv) lead, the stylet became stuck within the lead lumen. Following successful lead fixation at the target site and verification of electrical parameters, despite multiple attempts at removal, the stylet remained stuck and could not be withdrawn. Another rv lead was implanted. The patient was in stable condition with no adverse health consequences.